Event description:
It was reported that both the right atrial lead and the right ventricular lead had a sudden rise in threshold. Both leads are still in use. No patient complications have been reported as a result of this event. The patient is enrolled in the surescan pas study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.